Event description:
It was reported that the camera gave error/yellow light that the sensor was not working probably and field of view was off. No patient involved.

Manufacturer narrative:
The device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor that could have contributed to the reported issue is if there was an issue with the illuminator leds on the camera. They can go bad over time and cause floating "dead zones" in the camera view. Additional information on d10 and h3.